Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that 8 days following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis (flare value of 140). The patient was treated with additional antibiotics. There are two medical device reports associated with this patient. This report is for the right eye.